Event description:
Boston scientific received information that this device was part of a device upgrade procedure. The device was placed into the pocket-all lead testing was with in normal limits, except for the shock impedance was greater than 125 ohms in all three configurations. The leads were disconnected from the device and reconnected to the originally implanted device to evaluate if any damage had occurred to the lead during the replacement procedure. The shock impedance with the old device was in the 70's. The physician then decided to reconnect the new device and perform dft's. A 1.1j synchronous shock was done with results of 63 ohms and a 0.2 seconds charge time. A dft was then performed with successful induction with shock on t and successful termination of ventricular fibrillation (vf) with one 26j shock at 4.8 seconds and 48 ohms. After the induction, continuous shock impedence testing was performed and measured in the 60 to 90 ohm range in the triad and rv coil to ra coil configurations. The rv coil to can continued to be >125ohms. These results were verbalized to the physician and considering the successful dft and all other lead measurements continued to be in normal range with good fluoroscopy results; the physician decided implant the device.

Manufacturer narrative:
At the first follow up visit the boston scientific field representative called in to report measurements with in normal limits. Lead testing found measured shock impedance in triad was 54 ohms, coil to coil was 78 ohms and coil to can was 71 ohms. No adverse patient effects were reported.